Event description:
Pt reported that their one touch ultrasmart meter had a damaged display and was unable to read the results. The meter screen had dots across the display. This issue was not resolved with troubleshooting. No further clinical information was provided.